Event description:
Boston scientific received information that during a routine follow up, this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead revealed oversensing and noise. The field representative confirmed that no pacing inhibition occured that resulted in greater than two seconds of aystole. The device was removed and replaced while the right ventricular (rv) lead was surgically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.